Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced elevated high blood glucose levels on (B)(6) 2026 due to the infusion set insertion into the infected area. The patient was treated with correction injection via multiple daily injections.